Event description:
We received a report on (B)(6) 2013, with a faulty nimbus 3 system - the mattress was deflated but the pump was not alarming and pt suffered harm as a result. The mattress overall is in good visual condition but has several leaking cells. Ref. MFR #3005619970-2013-00008.